Event description:
It was reported that the patient was scheduled for a replacement due to normal battery impedances but had been unable to due to not having cardiac clearance. At 3 volts, c+11- was 3,613 ohms and 8/11 was 4,073 ohms. It was noted that the surgeon was not worried and was going to replace the implantable neurostimulator (ins) and see if the issue with the two pairs would correct itself. The ins was at elective replacement indicator (eri) and was at 2.42 volts. The patient had two groups and had not changed the settings. Group a, left ventral ¿vin¿ was at -0+1, 3 volts, 60 microseconds and 185 hertz; therapy impedance was 1,547 ohms and 1.955ma. The right ¿vin¿ was at -8+9, 4.3 volts, 150 microseconds, 185 hertz and therapy impedance was 1,044 ohms and 4.049ma. The estimated longevity to eri was 18.56 months and to end of service was 21.56 months. The patient does turn the device off, but not consistently and sometimes left it on. The ins had not yet been replaced. The cause of the impedance issue was note determined. It was unknown if there were any lead fractures. This had only been seen as a result of the pre-reading for the battery surgery, it had not been reported as an issue by the clinician or patient. It was assumed that the patient was receiving therapy as there was no complaint by the patient or physician. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v895980, implanted: (B)(6) 2011, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# va04h8g, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported the device was replaced on (B)(6) 2015 and it was unknown if this had resolved the impedances. Patient outcome following the replacement was unknown.